Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level ranged from not being impacted to 507 mg/dl. A bolus of insulin and insulin injections were used to address the bg level. The past occlusions were resolved by the customer by clearing the alarm and requesting a bolus. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to change out the infusion set site.